Event description:
It was reported that intervention occurred. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. After inserting the catheter into the coronary artery, the vessel was shut down. Vaso dilator was administered, and the patient recovered. The procedure was successfully completed. It was additionally reported via medwatch mw5152885 that in order to clear the image, the catheter was flushed inside the coronary artery which likely caused air embolism.

Event description:
It was reported that intervention occurred. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. After inserting the catheter into the coronary artery, the vessel was shut down. Vaso dilator was administered, and the patient recovered. The procedure was successfully completed. It was additionally reported via medwatch mw5152885 that in order to clear the image, the catheter was flushed inside the coronary artery which likely caused air embolism. It was further additionally reported that the patient experienced st elevation.